Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5883607 number, and no non-conformances were identified. Manufacturing date: feb/18/2009. Expiration date: feb/17/2013. A manufacturing record evaluation was performed for the finished device 5938869 number, and no non-conformances were identified. Manufacturing date: sep/24/2009. Expiration date: sep/23/2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor saline prosthesis experienced deflation on an unknown side post procedure. The deflation was diagnosed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Lot numbers 5883607 and 5938869 were provided with accompanying serial numbers (B)(4) and (B)(4). However, the lot/serial numbers belonging to the complaint product is not known at this time. If additional clarification is received in the future, then a supplemental report will be submitted.